Event description:
It was reported that during the vascular malformation embolization the distal end of the subject guide wire got fractured inside the micro catheter. The broken part of the subject guide wire was taken out along with the access system and no residual was observed under fluoroscopy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure the distal tip of the subject guidewire broke inside the microcatheter. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, the guidewire tip was not shaped, an microcatheter (0.017" ID) was used in the procedure, and there was no allegation against the microcatheter. No residual was found under fluoroscopy after removing the fractured guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the vascular malformation embolization the distal end of the subject guide wire got fractured inside the micro catheter. The broken part of the subject guide wire was taken out along with the access system and no residual was observed under fluoroscopy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.